Event description:
It was reported that this pacemaker device showed according to longevity, signs of premature battery depletion and voltage too low for the projected remaining capacity. This pacemaker device has been explanted and is no longer in service. There were no adverse patient effects. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that on (B)(6) 2019 this pacemaker device showed according to longevity, signs of premature battery depletion and voltage too low for the projected remaining capacity. This pacemaker device from the information received is still implanted and in service. It was indicated through additional information received that a follow up on battery longevity will be assessed in june of 2019. There were no adverse patient effects. Should updated information be provided, a new report will be submitted.